Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4): information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller reported that the patient indicated that the stimulator was not working and reported that this happened gradually over time. Caller reported that it was controlling 0% of the patient¿s symptoms. Caller reported that the patient indicated he was having the same symptoms as before the implant. The patient only had 1 program. It was reported that the patient felt the stimulation in his right inguinal area, intermittent tapping. The electrode impedance on electrodes 12 and 13 was found to be greater than 4000 ohms. Caller reported patient was programmed with 1- 2+, and suggested reprogramming using 2+0-. Caller reported patient felt appropriate stimulation at 1.9v in patients right inguinal area. No further symptoms or complications reported or anticipated.